Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing intermittent extracardiac stimulation at low outputs from the left ventricular lead. The lead also had an elevated pacing threshold. The lead was explanted. No further patient complications have been reported as a result of this event.